Event description:
The command wire was down posterior tibial artery, and an attempt was made to place a coronary balloon on this wire. We noticed the wire looked coiled back up the artery, so we pulled the balloon and wire out. The wire had completely shredded off causing it to break. There were two sharp pieces of wire left over that could have caused the patient damage. We were able to retrieve both pieces of the wire without any damage to the patient.

Event description:
The command wire was down posterior tibial artery, and an attempt was made to place a coronary balloon on this wire. We noticed the wire looked coiled back up the artery, so we pulled the balloon and wire out. The wire had completely shredded off causing it to break. There were two sharp pieces of wire left over that could have caused the patient damage. We were able to retrieve both pieces of the wire without any damage to the patient.